Event description:
It was reported that there was an alert indicating that the amplitudes were low on this right atrial (ra) lead. Undersensing was observed as a result. Additionally, there was an increase in pacing impedance. The pacing impedance remained within range. There were also stored atrial tachy response (atr) episodes. The health care professional (hcp) suspected that the atr episodes were a result of oversensing of noisy signals. The hcp will schedule a follow-up for troubleshooting. The lead remains in use. No adverse patient effects were reported.